Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell and the touch screen was shattered. Additionally, the pump display colors were off" and looked different than their usual shade. Customer's blood glucose was 124 mg/dl. Reportedly, customer continued to use current pump for insulin therapy as well as manual injections.